Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirms the cgm sensor expired, several fingerstick bg values were entered, and insulin dosing was suspended according to the functionality of bg-run mode. The ilet was behaving as intended and can be seen reacting appropriately to available cgm glucose values when it was able. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on device data and case notes, the ilet operated as intended. This hyperglycemic event was caused by a failure of the user/their caregiver to replace the cgm sensor or enter bg values into the ilet during bg-run mode, resulting in suspension of insulin delivery.

Event description:
On 7/1/24 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a high blood glucose (bg) event resulting in diabetic ketoacidosis (dka) and hospitalization. The event occurred on 6/24/24. On (B)(6) 2024, the user's dexcom g7 continuous glucose monitor (cgm) sensor session ended, and the user didn't have a replacement sensor. The user's rehab facility had ordered a replacement cgm, but it had not yet arrived due to it being the weekend. A nurse helped the user that night with measuring their fingerstick bg and entering the values in the ilet. The nurse did not know that the ilet required fingerstick bg entry every 4 hours to continue operating. The user went to bed but didn't hear the ilet alarming when it stopped infusing insulin around 11:30 pm. On (B)(6) 2024, the user woke up feeling ill and vomited. The user's glucose was 525 mg/dl; after administering 10 units of rapid-acting insulin and seeing no improvement, the user was sent to the hospital where the user stayed until on (B)(6) 2024.